Event description:
Stopcock on double lumen uac port #2 (where tpn and lipids infuse) cracked and allowed arterial blood to back up, and leak out onto baby's beds/sheets/diaper. This port is not the transduced port, so no pressure "loss" was sensed, and no alarm would be audible. Rn noted large volume of blood on baby's bed when placing feeding syringe next to baby. The neonatologist's note indicates the baby lost approximately 10ml of blood. The hemogram that was drawn the next day shows it went down; however, no new orders were received for blood. The newborn was stable.